Event description:
An impella cp device was inserted into the left femoral artery in a 45-year-old female patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient presented in scai stage d shock, and was on an intra-aortic balloon pump (iabp), extracorporeal membrane oxygenation (ECMO), multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. A few hours post-implant, bilateral limb ischemia (pallor/color change) was noted in the intensive care unit (ICU) with reperfusion sheaths in place. It was also noted that ECMO cannulas were present in bilateral groins. The post-procedure outcome is survival at explant. The impella cp will be coded for ischemia and serious injury. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. (Ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.